Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Medwatch form received reports: "lij 9 fr dl with clip in triple lumen placed via us guided and transesophageal echocardiogram (tee) and then removed 13 days later. Noted backflow of medication/blood in one of the capped/clamped lumens and pinkness around the insertion site. Skin progressed to locally edematous and reddened. The patient also reported pain at the site. Skin pink, mild irritation, no evidence of underlying tissue injury. Line not saved."

Manufacturer narrative:
(B)(4).

Event description:
Medwatch form received reports: "lij 9 fr dl with clip in triple lumen placed via us guided and transesophageal echocardiogram (tee) and then removed 13 days later. Noted backflow of medication/blood in one of the capped/clamped lumens and pinkness around the insertion site. Skin progressed to locally edematous and reddened. The patient also reported pain at the site. Skin pink, mild irritation, no evidence of underlying tissue injury. Line not saved."